Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the prostate artery using packing coil lps and non-penumbra microcatheter. During the procedure, a packing coil lp would not take its intended shape. It was reported that the packing coil lp was straight and was not coiling as it should. It was also reported that the physician experienced resistance while advancing the packing coil lp into the vessel. Therefore, the packing coil lp was removed. The procedure was completed using two new lp coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the embolization coil had offset coil winds along its length. If the device is forcefully advanced against resistance, damage such as this may occur. This damage likely contributed to the reported coils inability to take its intended shape during the procedure. Further evaluation of the device revealed that the pusher assembly was kinked and fractured, and the embolization coil was detached from the pusher assembly due to the pusher assembly fracture. This damage was likely incidental to the complaint and may have occurred during packaging for the return. Due to this returned damage, the device could not be functionally tested; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.